Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-may-2024, it was reported that there was an infusion set blockage at the site. No further information available.